Event description:
The customer contacted beckman coulter inc (bec) in regards to multiple erroneous results generated by the au400 when compared to an alternate au analyzer. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. Patient results were requested, however they were not provided. Per customer, the analyzer got multiple clot detect errors and multiple tests were unable to calibrate. On the day of the event, a field service engineer (fse) found internal probe wash is failing and order a replacement. The fse verified repair per established procedures. Results meet published performance specifications. System validation documented in customer qc record. On (B)(4) 2011, the fse verified insufficient internal sample and reagent probe wash. Using the unused au400 in the mpls cardio lab found the degasser to be limiting the flow to the internal probe wash. Problem resolved. Verified repair per established procedures. Results meet published specifications. System validation documented in customer qc record. The root cause for this event is the internal probe wash is failing because degasser is limiting the flow to the internal probe wash.